Event description:
During the filling of the lower chamber of the dual chamber bag, solution began leaking. The filling process was stopped and the compartment drained. An approximately 1/8 inch triangular wedge of material is missing from the right hand side about 3 inches below the separator bar.